Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin. Customer alleges the insulin pump. Customer¿s blood glucose level was 200-250 mg/dl at the time of the incident and the current blood glucose value of the customer was 135 mg/dl. The customer was treated with the insulin pump. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test. No possible over/under delivery anomaly noted. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature working properly. No calibrate error alarm or lost sensor alarms noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.